Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose level was around 300 mg/dl to 400 mg/dl. The customer tried to treat his blood glucose level with the insulin pump but there was no record of that. He treated with shots all day. The customer declined troubleshooting. The device was not returned.